Manufacturer narrative:
This report is submitted on may 01, 2023.

Event description:
Per the clinic, the patient experienced skin erythema at the sound processor site and subsequently was treated with topical antibiotics (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device